Event description:
It was reported approximately three days following an angio-seal deployment in the right common femoral artery, the patient presented to the hospital with cramping. An ultrasound revealed an obstruction in the right common femoral artery. The patient underwent surgery to remove the anchor, collagen, and suture from the artery.